Manufacturer narrative:
A revision was performed and this lead was capped and then successfully replaced. No additional information is available and the lead will not be returned for analysis as it remains in the patient. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with pacing impedance measurements above 2,500 ohms. All other measurements were within normal parameters. No adverse patient effects were reported.